Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain. The patient stated for "years now" they had been having issues with the handset lagging at 90% when they were trying to connect to the pump to bolus and sometimes the handset screen "freezes". Agent reviewed data and assisted patient in deleting data. Agent had patient toggle off wifi and restart handset. Patient was able to connect to the pump with no lag. Patient would call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh9020tdd lot # serial # (B)(6); section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.